Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous lesion in the left anterior descending (lad) artery. A 2.80x19mm graftmaster rx covered stent was advanced to treat an active perforation caused by another device, however it failed to cross the difficult anatomy to reach the target lesion. A new 2.80x19mm graftmaster covered stent was used to successfully treat the perforation. There was no reported adverse patient sequela or clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous lesion in the left anterior descending (lad) artery. A 2.80x19mm graftmaster rx covered stent was advanced to treat an active perforation caused by another device, however it failed to cross the difficult anatomy to reach the target lesion. A new 2.80x19mm graftmaster covered stent was used to successfully treat the perforation. There was no reported adverse patient sequela or clinically significant delay. No additional information was provided.